Manufacturer narrative:
Reporter is a j&j employee. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could be confirmed since the tip of the driving cap had broken off. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The driving cap/threaded (part # 03.010.523 lot # 9928394) was received at us cq. The threaded distal tip broken off at the most proximal thread form. The broken off fragment was returned lodged in insert-handle radioluc fem recon nail (part # 03.033.001 lot # 40p7343). The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Measurement device: ca802. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed, connector for insertion handle. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523 lot # 9928394). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 03.010.523. Lot: 9928394. Manufacturing site: (B)(4). Release to warehouse date: 21 july 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, one (1) driving cap/threaded and one (1) spiral combination hammer broke. The head of the spiral combination hammer broke off the shaft and the thread of the driving cap was lodged within a nail. The issue was found during loan kit inspection. There was no known patient or surgical involvement. There is no further information available. This report is for one (1) driving cap/threaded. This is report 1 of 2 for (B)(4).